Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges headaches, sore throat, critical nasal pain, and wakes up feeling horrible. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer service center. During evaluation of the device, the manufacturer visually inspected the device and confirmed there was no visible foam degradation and no other problem found. The device was scrapped.